Event description:
----

Manufacturer narrative:
The lead is currently being analyzed in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, a thorough evaluation of the lead was performed which confirmed the reported clinical observations. It appears that calcification has built up on the lead's distal tip creating a non-conductive barrier between the lead tip and the tissue, thereby gradually increasing the impedance seen by the device over time. Prior bench testing has shown that as the calcified material is removed, the impedance drops. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting impedance measurements greater than 2000 ohms and increased capture thresholds. The patient had trauma due to a fall a few months ago.